Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two opening assessed as surgical damage. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "implant exchange from textured to smooth." Healthcare professional later reported deflation. This is for the left side device. The device has been explanted and replaced.